Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that while the patient may not like the charging system, there was no issue with charging the battery. The hospitalization was related to a problem with the settings that had to be changed when they switched the model of the device they were using, but had nothing to do with the recharging system.

Event description:
It was reported that the patient is not happy with the rechargeable battery and is very disappointed. Caller states in the last 3- 4 days patient has not been able to charge past 75% and it never goes to 100%. Patient services (pss) asked caller if they tried to charge a little longer to get to 100% and caller said yes. The implantable neurostimulator (ins) charge level went down 25% in 24 hours. Pss reviewed ins charge level can be dependent on settings. Caller wanted to know why there are only increments of 25%, 50%, 75% and 100%. Why is there not like exact percentages of the ins charge level? Recharger- npw031221n caller states after the surgery, on may 9th and 10th patient was not able to swallow and could not function , they called 911 to be taken to the hospital . Caller states the manufacturer's representative (rep) came to the hospital . (Pss called patient rep back to get name of rep but was not able to reach caller) after patient was admitted to the hospital the healthcare provider (hcp) walked caller through how to change the program a to program c because patient was doing so poorly. Caller states not being able to say if this helped or didn't help. Caller states not being happy with the rechargeable battery. Caller states wanted to voice what is happening. Caller mentioned friday the 12th patient saw the neurologist. Caller states patient saw surgeon the hcp on monday for the 2 week follow up. Follow up with neurologist is not yet scheduled the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.